Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An x-ray image revealed that the right ventricular (rv) lead was dislocated. The lead was explanted with implantation of a new lead. Patient was stable.